Manufacturer narrative:
Investigation summary: two photo samples were provided to our quality engineer for review. Through visual inspection, it was observed that the scale marking on the syringe was complete, however, there was fading. A device history review for report lot 1901238 found no deviations or non-conformances during the manufacturing process that could have contributed to this issue. We have reviewed production and inspection records and have established that all production and quality processes were carried out normally. While no direct issue was identified, it was confirmed this failure occurred as a result of the product jamming or rubbing against equipment. Product undergoes visual and functional testing to avoid defects before release. It was determined that this was an isolated incident with unlikely reoccurrence. Manufacturing personnel have been made aware of your experience to increase awareness of this matter. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. Investigation conclusion: 2 pictures have been received for investigation. Upon visual inspection of the pictures received, it can be observed the scale in a 50ll syringe is complete but partially erased. DHR of lot 1901238 has been reviewed not finding any annotation or deviation regarding the alleged defect. This defect has been caused after the marking process since in the pictures can be appreciated that the scale was correctly printed and it resulted erased after because it resulted jammed or rubbed in any equipment or transport system. According to inspection plan procedure (B)(4), 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures ((B)(4)): visual inspection: molding: 2 injections per shift, printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift, assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift, primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with jam or rub on the piece in any equipment or transport system. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: jam or rub on the piece in any equipment or transport system. Rationale: based on (B)(4) limits for this product and defect no corrective action is required at this time.

Event description:
It was reported that a scale marking on the bd plastipak¿ concentric luer lock syringe was found partially missing before use. As reported by the customer, "scale marking partially missing"